Event description:
Customer reported that post hemodialysis, when removing fistula needles, writer had issues with arterial needle safety mechanism. Writer was unable to engage safety when removing needle. Upon inspection of needle itself noted that blood had leaked into the safety mechanism and clotted therefore not allowing safety to engage. No injuries or medical interventions were reported.